Manufacturer narrative:
The lens model indicated is not qualified with this cartridge. The indicated viscoelastic is not qualified for this cartridge use. It is unknown if a qualified handpiece was used. The root cause for the reported foreign material could not be determined. The cartridge was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was inserted into an eye, it was noted to have a foreign substance on it. The material was removed with irrigation and aspiration. The cartridge used to implant the lens was suspect. There was no harm to the patient. Additional information was requested.